Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, product ID: 9736217. The manufacturer representative went to the site to test the navigation system. System troubleshooting was performed and the system froze on the medtronic black screen after logging in. A new application was installed on the old hard drive to obtain the electronic picture archiving and communication systems (pacs) information. All it and pacs information was obtained. The ssd was replaced. The new application was installed. System functions were checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by medtronic indicated that a navigation system was being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system did not start up correctly. The healthcare professional (hcp) tried multiple reboots to overcome the issue. It was reported that after logging in with the user password, the system froze on the medtronic further together black screen. The software wasn't booting because the system was freezing. The system would boot but the software would not continue after login. The patient was under anesthesia, knife to the skin. However, navigation was aborted because the site was uncomfortable proceeding with without navigation. There was a reported delay to the procedure of 45 minutes to this issue. There was no reported impact on patient outcome.